Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case to non-reportable as the initial report was submitted in error. As per the case notes, there was no allegation on the insulin pump. Also, replacing the rfr aa09 with z101.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 280 mg/dl. The customer reported customer reported the following led up to the event: high blood glucose due to leaks (site leaks) - blood glucose 280 mg/dl, noticed that insulin is leaking from the site document treatment for high blood glucose was the insulin deliveries from pump after changing set/site. The event involved product(s) mmt-242a, mmt-242a, mmt-332a, mmt-1715kl, mmt-242a. The customer was using the insulin pump system within 48 hours of the reported event. The customer reported high blood glucose. The customer declined to continue with troubleshooting. The customer reported an infusion set leak at the site. During priming, no insulin was coming out of the tubing, had to change the set early due to this. No further patient complications were reported. No product return was required for mmt-242a. No product return was required for mmt-242a. No product return was required for mmt-332a. No product return was required for mmt-1715kl. No product return was required for mmt-242a.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.